Event description:
It was reported that following a pump replacement on (B)(6) 2015 the patient went into withdrawal on (B)(6) 2015. The symptoms the patient experienced were itching and increased pain. The pump was explanted (B)(6) 2015. It was noted the catheter was left intact and was tied off. The cause of the symptoms was unknown, no catheter dye study was done. The patient wanted the pump explanted. Per the reporter it was unknown if the issue was resolved or how the patient was doing. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information if received a follow-up report will be sent. The pump was used to deliver morphine.

Manufacturer narrative:
Product ID 8832, serial# (B)(4); product type programmer, patient product ID 8703w, lot# l52353, implanted: 2000 (B)(6); product type catheter. (B)(4).